Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated her stimulation sometimes turns off and she is not sure why. The patient stated she is going different activities when it happens and will first be aware of the stimulation being less described it as feeling "deflated" and when she checks the controller it will say stimulation off and she will have to turn it back on. The patient stated it happens every once in a while, a couple times a week, and has been ongoing for about a month. No falls or trauma were reported. No further complications were reported. No additional patient symptoms were reported.